Event description:
Event description guidant received information that this chronic right ventricular defibrillation lead is demonstrating low shock lead impedance measurements since the patient had CABG (coronary artery bypass graft) surgery approximately one month ago. Prior to surgery, it was noted that this patient's shock lead impedance ranged between 42-47 ohms; following surgery, it has ranged between 25-28 ohms.